Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: device code 2906 captures the reportable event of clip failed to deploy properly. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device with clip arms were bent and in an open position. It was also noted that the handle was detached from the clip assembly. Microscope examination was performed, and it was confirmed that the yoke was detached from the control wire. The bushing was inspected and no other discernible failures were observed. Additionally, the clip assembly was disassembled for further analysis, and the tension breaker was still intact. Dimensional analysis was performed on the bushing outside diameter, and it was confirmed to be within specification. A dimensional analysis was performed between the hooks of the bushing, and side a was out of specification while side b was within specification, indicating that an extra force was applied against the device. No other issues were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, both clips failed to deploy properly. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, both clips failed to deploy properly. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.